Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums are severely irritated at tooth #4. Their dentist referred them to an orthodontist. It was found that they have a broken tooth above the gum line which was most likely due to the byte aligners. The broken tooth also caused bone loss due to irritation caused by infection. The tooth was extracted, and a bone graft was done before the implant procedure can begin.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.